Manufacturer narrative:
Findings: no button error alarm during testing. Unit had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 110 mg/dl. The customer stated keypad won't respond and noticed that there was moisture in the device.. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.